Event description:
The hospital reported that following an endoscopic vein harvesting procedure, the operating room staff had a really hard time disconnecting from hemopro 2 after the procedure. It was stuck, took much effort and time to disconnect. There were no pt effects, as the procedure had already been completed. No serial number was provided. The product is returning.

Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).